Event description:
This rv lead was implanted on (B)(6) 2014 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 stating that there was noise on rv channels, continuous noise oversensed with pacing inhibition/possible ventricular asystole approximately 2.0-2.8 seconds. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).